Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant rubella g result is unknown. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia centaur rubella g results were obtained on a patient sample. The initial result was negative for the patient sample. Testing was repeated and the result was positive. A positive result was reported to the physician. The physician questioned the result. Another sample was tested. The initial result was negative and the repeat result was positive. The sample was repeated again and the result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant rubella g results.

Event description:
Discordant advia centaur rubella g results were obtained on a patient sample. The initial result was negative for the patient sample. Testing was repeated and the result was positive. A positive result was reported to the physician. The physician questioned the result. Another sample was tested. The initial result was negative and the repeat result was positive. The sample was repeated again and the result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant rubella g results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant rubella g result is unknown. The instrument is performing within specifications. No further eval of the device is required.